Event description:
According to the reporter: while the surgeon was removing the trocar from the pt's abdomen, the covidien versaport fixation cannula (5mm short) broke in half with plastic debris. Unable to determine which trocar it was. The labels of all trocars and the broken trocar were sequestered.

Manufacturer narrative:
(B)(4).